Event description:
It was reported that the pump had lost power 6 times on (B)(6), 2010. The pt's blood glucose reportedly elevated to greater than 600 mg/dl and had tested positive with "small" ketones; however, the pt did not require any medical intervention. At the time of the call to animas, the pt's blood glucose was 385 mg/dl. The pt disconnected from the pump and indicated that the yellow o ring was visible, which indicated that the battery cap was not secure. When the battery cap was removed, the pt noticed that the threads of the battery cap were stripped but the spring was intact. No cracks were found on the pump. This complaint is being reported because the pt allegedly developed elevated blood glucose over 600 mg/dl after the pump lost power. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed.